Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reflection on image was caused due to debris under distal cover glass. The most probable cause for sharp dent 2 inch from distal end was traced to component failure. However, the most probable cause for debris under distal cover glass and dirt in objective unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dirt in objective unit, debris under distal cover glass, small but sharp dent 2 inch from distal end, and reflection on image. There was no patient involvement.